Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, the patient presented with severe back and leg pain status post previous l4-5 fusion. Patient was diagnosed with recurrent stenosis and adjacent level degeneration at l3-4. The patient underwent hardware removal l4-5, posterior spinal fusion l3-4 with instrumentation l3-l5, local bone, and rhbmp-2/acs. The surgery was ¿a 22 modifier due to extreme abnormality in the anatomy based on the previous surgical procedure making exposure very difficult and also the use of oversized previous instrumentation and poor bone quality, making revision fixation very difficult.¿ there were no noted complications. Post-op, the patient developed complications including the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009, patient underwent following procedure: hardware removal, steffee instrumentation l4-5; exploration of fusion l4-5; posterior spinal fusion l3-4; legacy instrumentation l3 to l5; local bone and rhbmp-2/acs. This is a 22 modifier because of extreme abnormality in the anatomy based on the previous surgical procedure making exposure very difficult and also the use of oversized previous instrumentation and poor bone quality, making revision fixation very difficult; for pre-op diagnosis of: recurrent stenosis and adjacent level of degeneration status post previous fusion. Per-op notes: patient had severe back and leg pain status post previous l4-5 fusion for spondylolisthesis. A mid-line incision was carried sharply through the skin and subcutaneous tissue. Dissection was carried down on the posterior elements of l2 and l3 and then laterally to expose the steffee plates at l2-3. The plates were exposed, a scar dissected off the plates. Top loading nuts were removed. Plates were removed and then the screws were serially removed at l4 and l5. Attention was then turned to screw placement. Bilaterally at the l3 level, pedicles localized by triangulation using transverse process and facet, and following awl and steffee pedicle tool, 6.5 x 45 mm screws were placed. At the previous fusion site, oversized 8.5 screws were utilized but still fixation was suboptimal, and so screws were placed in both the 4 and 5 levels. Frame was dropped to increase lordosis. Rods were contoured and affixed within the pedicle screws using top loading plugs. Construct was tightened, noted to be stable and the plugs were sheared. The lateral gutters were again exposed, irrigated, and packed with a combination of local bone and rhbmp-2/acs, bone had been milled. The canal was inspected to ensure there were no bony fragments in the area of the canal, and attention was turned to closure. No complications were reported.